Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported of a button error from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the reservoir leaked into the pump. The customer dried out the pump and the issue was resolved. The customer was able to clear the button error alarm. The customer declined replacement pump.